Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, damaged battery cap, and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the pump¿s black box revealed rebooting events. A battery compartment crack was discovered. The battery cap threads were observed to be damaged. The battery cap was unable to properly secure to the pump. An intermittent power issue was experienced. A test battery cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test battery cap. Investigation revealed the display screen was dim and discolored. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).